Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the provisional fractured after trialing for total knee arthroplasty procedure, while trying to remove from the joint.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual inspection of the returned ps tasp top confirmed that the tasp has fractured into two pieces (all pieces returned). The fracture extends from the corner of pcl notch on the medial side to the anterior edge. The device also showed cosmetic damage such as nicks, gouges, dents, and scratches. These are likely from use. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 2 year 3 months before it fractured, which was manufactured in jan 2014 and has been used in an unknown number of surgeries. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.the fractured tasp component in this complaint was manufactured before the design modification. As such, a previously addressed design issue is considered as the root cause.